Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an issue on downstream occlusion. It was unknown if there is physical damage. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, scratched lcd lens. The complaint was not confirmed/duplicated by functional inspection. The cause was most likely a problem with the customer's cassette. Standard preventative maintenance (pm) was performed. The device passed all the functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Repair summary: scratched lcd lens, keypad, overlay, and rear label were replaced.